Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The information provided indicated that, following the difficulty spraying during use, the device sprayed in the procedure environment. Without additional detail around the steps which were followed after the powder did not spray it is unknown if the valve was closed prior to removal from the scope or any subsequent testing of the device. To assist the user, the instructions for use states: "if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." And "prior to removing hemospray device from patient, turn red valve to closed position." Failure to turn the device valve to the closed position prior to removal or separation from the endoscope/ patient may result in unintentional discharge of powder into the procedure environment. Additionally, if attempting to clear a possible occlusion, pressure may have built up within the device internal components, resulting in a sudden discharge of powder and co2 when the occlusion is cleared and the valve is open. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure for a polyp removal, the physician used a cook hemospray endoscopic hemostat. It was reported that when trying to use the hemospray, nothing was coming out after trying several times, then the powder sprayed the whole room and was inhaled by several individuals in the room. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.